Event description:
It was reported that the paramedics were called since the patient had a seizure with hypoglycemia. The patient's blood glucose levels were not reported but was wearing the pod for an unspecified amount of time. The patient was receiving incorrect readings from their dexcom sensor. Symptoms reported include loss of consciousness. The patient was unconscious and did not remember other information about the incident. The paramedics removed the patient's pod. Dexcom have been notified.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic assistance, seizure and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 1.2.4. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.